Manufacturer narrative:
Date received by manufacturing: changed/corrected from 12/01/2107 to 12/01/2017.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for clotting and leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting and leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd a-line¿ arterial blood collection syringe the client reports having problems with the syringes of gases, the plunger and the inner part of the syringe is very loose, the black obturator is also causing the blood to be spilled at the end and rendering the samples unusable. They also refer to coagulated samples. There was no report of injury or medical intervention